Event description:
The account alleged that the head would not lower unless the CPR was pulled. But when CPR is released, the head would run back up on its own.

Manufacturer narrative:
The account replaced the pt siderail control board to repair the bed.